Manufacturer narrative:
This product is manufactured in the u.s. But it is not marketed in the u.s. (B)(4). The anterior endothelium chamber depth (acd) is below 3.0mm and per dfu for this lens model, this lens model is contraindicated for acd below 3.0mm. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -9.5/3/84 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting. The lens was exchanged for a smaller lens and the problem was resolved. On (B)(6) 2016, the patient's best corrected visual acuity (bcva) was 20/20 and uncorrected visual acuity (ucva) was 20/25.

Manufacturer narrative:
Corrected data: patient didn't have an acd below 3.0mm at the time of implantation. Additional data: device evaluation-lens returned dry in small centrifuge vial with clear surgical residue/debris on product. Visual inspection found no visible damage to lens. Foreign material (clear residue and debris) was present on lens surface. Lens is curved due to position in vial. Per dfu of this lens model, vticmos are contraindicated in patients below 21 years old. This patient was below 21 at the time of implantation. Claim # (B)(4).